Event description:
It was reported that the patient's ineffective therapy with their scs system due to autoreducing. Diagnostics indicated high impedances on both of the octrode leads. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Additional information received indicates, surgical intervention took place on (B)(6) 2025, wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
D10 - concomitant medical products and therapy dates: medical product: corrected sc ipg to scs ipg. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.